Event description:
It was reported, that the customer¿s blood glucose (bg) level was displayed as ¿high¿. However, a specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted, upon completion of the evaluation.